Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips were not forming all the way when the instrument was fired on the cystic duct and artery. The rep has enclosed pictures of the deformed clips. The surgeon stated that dr fully fired the instrument. There was no pt consequence.